Manufacturer narrative:
Received via medwatch report number (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump ad a malfunction. Patient did not receive fentanyl drip for 11 hours and the pump did not alarm. The event happened during patient infusion at the critical care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.